Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies and sound quality issues. The patient was seen at the center for device evaluation.. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device is to be scheduled.